Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 8598a, serial/lot (B)(4), ubd: 02-feb-2019, (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. Analysis of the catheter identified no significant anomalies. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal unknown baclofen 46.7 ¿mugs/ml¿ at 4.7 ¿mugs/day¿, bupivacaine 20 mg/ml at 2.6 mg/day, and dilaudid 7.6 mg/ml at 0.765 mg/day via an implanted pump for an unknown indication. Other medications the patient was taking at the time of the event was listed as: depo-testosterone (im), metoclopramide, bupropion hcl, fluxetine, fleeerily, prilosec, zantac, hydrocodone, fluoxetine, and baclofen. The patient¿s medical history included back surgery x5, plates, screws, and cages, lumbar spine, gastrointestinal bleed, chronic fatigue syndrome, depression, alcohol abuse, sleep apnea, and an appendectomy. The event date was (B)(6) 20175. The spinal segment of the catheter was replaced on (B)(6) 2018 and would be returned. The patient had a catheter revision with the new spinal segment placed on (B)(6) 2017 {refer to manufacturer report 3004209178-2017-10470 regarding the previous revision}. Per the patient, they noticed no pain relief with each increase made and no relief when the personal therapy manager (ptm) was used. There were no environmental/external/patient factors that may have led or contributed to the issue. A catheter dye study was done on (B)(6) 2017 and per the patient, there was ¿leaking at connector site.¿ at the dye study on (B)(6) 2017 the catheter access port (cap) could not be aspirated/failed catheter dye study, and required a surgical catheter revision. On (B)(6) 2018 they removed the migrated intrathecal catheter at spinal implant site. The spinal segment was replaced on the date of this report and the catheter was found to be completely out of the intrathecal space. It was noted they will continue intrathecal therapy once the catheter was revised. The logs indicated on (B)(6) 2017 (event date) the patient was receiving hydromorphone 6.2 mg/ml for a total dose of 2.3013 mg/day, bupivacaine 20 mg/ml for a total dose of 7.424 mg/day, and baclofen 38 mcg/ml for a total dose of 14.105. The issue was resolved without sequelae on (B)(6)2018 (at the time of this report) and the patient¿s status was ¿alive- no injury.¿ the patient¿s weight was (B)(6) pounds. The device diagnosis was catheter dislodgment and the clinical diagnosis was increase in pain. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was unlikely related and related to the intrathecal/spinal portion of the catheter. It was further noted that the leaking at the connector site was confirmed by the hcp, and the cause of the leaking at the connector site and catheter found completely out of the intrathecal space was catheter dislodgement. No further complications were reported/anticipated or expected.